Event description:
It was reported that on an unknown date, the patient underwent orif surgery for tibia with the products in question. The surgery was completed successfully with no surgical delay. After the surgery, distal screw backout and screw advancement were confirmed. The revision surgery occurred on an unknown date. The low-profile screws were used in all necessary areas. The screws and nail were removed and replaced with intramedullary nails from another company. Procedure completed successfully. Patient is stable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b5. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device history lot: a DHR review could not be performed for this pi. This is an invalid lot number. Please confirm / correct the lot number and resubmit. Device history review: a DHR review could not be performed for this pi. This is an invalid lot number. Please confirm / correct the lot number and resubmit. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received states that the patient has anorexia. The low-profile screws were used in all necessary areas. The screws and nail were removed and replaced with intramedullary nails from another company. No other medical intervention was required.